Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual inspection of the returned tasps found signs of repeated use and have both of components 1 and 2 disassembled / missing the missing components were not returned. The complaint is confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). UDI: n/a. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device evaluated by manufacturer? Will be returned.

Event description:
It was reported that the small ball bearings on the top of the shim that lock the shim into the tibial articular surface provisional (tasp) fall out over time. When both of the ball bearings fall out the shim, it no longer locks into the tasp. This creates an issue where the shim may slide out easily and the tasp pieces can fall to the floor.